Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the scissoring detected during the initial procedure? If so, what was done to address the scissoring clips? How was the procedure completed? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? Is the surgeon attributing the scissoring clips to the post op leak? What was done to repair the leak? Was a reoperation required? If so, were the clips found to be on the duct? What was the shape of the clips? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Is the patient expected to have a full recovery? Patient¿s sex, age, and weight? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a bile leak after procedure utilizing the 10mm clip applier. It is unknown how the case was completed. The device was discarded.